Event description:
The dual trigger rotary was sent for evaluation because it was running on its own without activation during testing prior to a procedure; no adverse event was associated with the device.